Manufacturer narrative:
Concomitant medical products: catheter, 8780, implanted: (B)(6) 2018. Neuro pump, 8637-20, implanted: (B)(6) 2018. Catheter, 8781, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing resulting in false termination of atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.